Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is complete. The reported problem (monitor resetting) was confirmed. As received, the monitor was resetting at start-up. Upon investigation, crystal oscillator y500 was found to be defective on the computer analog board. The cause of the resets was the defective y500. The root cause of the defective y500 was unable to be positively identified. No adverse event resulted from the defective monitor.